Event description:
Customer reported that the pt was undergoing hemodialysis. Foam was noted in lines. Machine did not alarm as expected. Reference attached user facility report 3901640000-2004-00037.